Manufacturer narrative:
The reported complaint of unreadable screen on the display head of the thermogard xp ivtm system (serial #(B)(4)) was confirmed during functional test. The investigation findings revealed that the root cause of the reported issue was due to a defective backlight inverter as a result of normal wear and tear. The thermogard xp ivtm system was manufactured in march 2015 and has been operating for 4 years; it has exceeded its expected serviceable life of 3 years. No physical damage was observed on the thermogard xp ivtm system during visual inspection. To remedy the black screen issue, the defective backlight inverter was replaced. After part replacement, the thermogard xp ivtm system was functionally tested and passed all functional tests without no fault or error. The thermogard xp ivtm system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that the screen on the display head of the thermogard xp ivtm system (serial #(B)(4)) was unreadable (black out) but the console continued to run. No patient consequence.